Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to calibrate in the 1.07 solution with error ea06. Technical support recommended to the customer to call in while getting the error so they can attempt to resolve the issue. They used another capsule and it calibrated without error in the 1.07 solution poured from same bottle used. The capsule will be returned for investigation. There was no patient and user harm and a repeat procedure with anesthesia will need to be rescheduled at the choice of the patient.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. A bravo device product was received for evaluation. The customer bravo capsule reported fail to calibrate. Evaluation was not performed since the product that arrived was not a bio-hazard device but arrived to bio-hazard lab. The reported condition was not confirmed. The investigation could not determine a root cause for the issue since the product was shipped inappropriately. Further coordination was performed in front of cs specialist according to procedure. Failure analysis of contaminated returned capsules states: all parts transferred to the biohazard lab will be considered as contaminated."if information is provided in the future, a supplemental report will be issued.